Manufacturer narrative:
Calibration was last performed on 14-jan-2024. The alarm trace showed multiple calibration errors and sample short alarms on the date of the event around the time the affected sample was processed. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for 3 patient samples on a cobas 8000 c702 module. The customer noticed data flags on multiple results which prompted them to repeat patient samples. For patient 1, the initial alt result was 44 u/l and the initial ast result was 21 u/l. The sample was repeated on another c702 analyzer and the repeat alt result was 15 u/l and the repeat ast result was 17 u/l. For patient 2, the initial alt result was 35 u/l and the initial ast result was 42 u/l. The sample was repeated on another c702 analyzer and the repeat alt result was 14 u/l and the repeat ast result was 22 u/l. For patient 3, the initial alt result was 51 u/l and the initial ast result was 40 u/l. The sample was repeated on another c702 analyzer and the repeat alt result was 11 u/l and the repeat ast result was 17 u/l. The repeat results were deemed correct.

Manufacturer narrative:
The ast reagent lot number is 746282. The alt reagent lot number is 730435. The expiration dates were not provided. The qc recovery data provided prior to the event was acceptable. The field service engineer (fse) replaced a solenoid valve, the incubator bath liquid level detector sensor, the heat cut filter, and the photometer lamp. The fse adjusted the rinse and cell blank levels, performed mechanism checks and photometer checks, and performed a precision test successfully. The customer performed qc and calibration successfully. The investigation is ongoing.